Manufacturer narrative:
The reported event of ¿rv lead with high threshold¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During in-clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The physician could not rule out that the event was due to patient scar tissue. The patient was stable.